Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited oversensing and capture anomaly. The lead was capped and replaced. The patient was in stable condition prior, during, and post operation.